Event description:
(B)(4). Weight gain, pelvic pain, joint pain, headaches, migraines, insomnia, paid during (B)(6), heavy, heavy periods sometimes lasting 15 days. Emotional issues, depression, always tired, low iron.